Event description:
During product servicing by a technician, a flo-gard infusion pump was found to have experienced a f-67 alarm. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. The cause of the f-67 alarm was determined to be damage to the sensor card. The referenced device has been removed from service and exchanged with another device. Should additional relevant information become available, a supplemental report will be submitted.